Manufacturer narrative:
Device evaluation summary: the reported issue that the batteries were not holding charge properly was verified during service. The instrument passed initial tests. When compared against another unit, it was observed that it was not holding charge as long as the other unit. The issue was resolved by replacing the battery,12v,6.5 ah,certified *2. Preventive maintenance was performed per specifications. Note: the instrument was serviced in the facility by a field service technician. The instrument was not returned to a medtronic facility for service/analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a bio-console 560 instrument, it was reported that the batteries were not holding charge properly. The instrument was used. There was no patient impact associated with this event.

Manufacturer narrative:
The instrument was not used to complete the procedure. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the batteries had been installed in the instrument for 2 years and 6 months. The lot number of the batteries was 0011193335. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.